Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that a surgiguide was used during an implant placement procedure on (B)(6) 2024 . The doctor completed the surgery following the drilling protocols. The doctor stated when she placed the implant she felt like the bone density wasn't taken into consideration since the implant went deeper than planned, about 3mm. The implant failed a week later on (B)(6) 2024 . The site was grafted and the doctor wants to try again in october.